Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that they sometimes their center button does not respond when pressed. Customer stated that the arrow allow customer to navigate screen. Customer stated that the button was pressed and delayed or fail to respond if pressing too rapidly on buttons. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.